Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, physician tried closing the snare loop to cut the target polyp and said that the device would not cut through as it seemed to stay slightly extended out of the tip of the catheter. No problems were noted upon opening the package. The procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, physician tried closing the snare loop to cut the target polyp and said that the device would not cut through as it seemed to stay slightly extended out of the tip of the catheter. No problems were noted upon opening the package. The procedure was completed. There were no patient complications reported as a result of this event. The procedure was completed with a different device.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5 has been updated based on the additional information received on january 14, 2022.